Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset process by technical support, and the issue was resolved with a successful start of their sensor session.